Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with an advance sling stated that the device stopped working. The patient presented recuring incontinence. The device remains implanted, and the physician suggested an ams 800 as a corrective treatment. The patient will follow up with the urologist. There is no additional information reported.